Event description:
I used fixodent from approximately 1989 to 2009. While I using fixodent, I experienced numbness and tingling in my body. In 2005, I was diagnosed with neuropathy and "my ears have been..." Dose or amount: denture cream; frequency: 4 times daily; route: oral. Dates of use: 1989 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.